Event description:
A medwatch report was completed and forwarded to us from the user facility. The date as which we became aware was on 03/04/2009. The med watch report may possibly allege a deficiency in the hemosafe connector clip. Reportedly, the hemoclip was placed on the bloodline by staff and during the treatment the pt "was easily able to disconnect himself". It has been learned that the pt at times does have an altered mental status and does have dementia. There is no sample being returned for evaluation, therefore it is not known if the device contributed to the event or if the incident was due to the patient's mental status at that time. Additional information from the user facility report. Date of report: 2009, pt removed hemaclip device from catheter connection enabling him to undo catheter. Pt loss 100cc blood from disconnection. While trying to get pt reconnected and safe, the combiset lines clotted causing pt to lose another 300cc blood. Pt was taken to ER for evaluation. Hgb level drawn at ER was 11.5. Pt was not admitted.

Manufacturer narrative:
Device history lot review: no indication of the reported defect was found during the DHR review. Lot meets all released criteria. Sample analysis: no sample has been received for an evaluation. The complaint is not confirmed. Fmc na will continue to monitor and trend defects per current procedure. Since the complaint is not confirmed, no corrective action has been documented related to this event. Also, the hemosafe clip is not intended to replace the function of luer connectors and the rotating collar of the bloodline pt connector. Also, the user of this clip is cautioned that the device may not work with all catheter types. The use of this clip cautions the user that this device is intended to decrease the possibility of a bloodline disconnection and is not intended to replace properly bloodline to catheter connections. The user is also cautioned to ensure visibility of the bloodline connection at all times during the treatment and to make sure all connections are secure before use as well as to monitor use regularly during use. It is of the belief of fmc na that this event is possibly related more to use error of this device or solely due to the patient's decreased mental status and not the fault of the hemaclip. Additional info from the user facility report: fresenius hemaclip bloodline connector clip.